Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that failure of printed circuit (g1) board caused the phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to power supply printed circuit board failure. It was also noted that the screen had a scratch and the frame was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the high definition lcd monitor did not turn on. The issue was found during startup for a endoscopy and the procedure was completed. There were no reports of patient harm associated with this event.